Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm was informed by the customer that the iabp unit had been plugged in all night. The stm evaluated the iabp unit and observed battery 2 had no charge and showed one led of charge and was observed to not be charging at all. Battery 1 was fully charged with no reported issues. The stm noted that the battery would not charge in either slots and that power activity log shows that battery 2 was last charged on (B)(6) 2020. Upon further evaluation, it was observed that the led on the back of the hospital cart would only show solid when battery 2 was pulled from the console and that the ac led shows solid which indicated that ac power is being recognized. In addition, the stm noted that both slots would properly charge battery 1 which narrowed the issue down to battery 2. Battery 1 ran without issues for 60 minutes. The stm replaced the batteries a s a pair then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during the customer's daily checks, the battery in slot 2 for the cardiosave intra-aortic balloon pump (iabp) was observed to not be charging. It was noted that the batteries were installed june. There was no patient involved and no adverse event was reported.